Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, investigation conclusion. The 26mm sapien 3 ultra valve was returned to edwards lifesciences for evaluation. Functional testing and dimensional analysis were unable to be completed. A visual examination found that the valve was stuck in the sheath strain relief section with one frame strut protruding through the sheath shaft and strain relief. The imagery provided showed a bent valve frame strut on the inflow side and the presence of calcification and tortuosity in the access vessels. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint. The following instructions for use (IFU) were reviewed: commander delivery system with s3/s3u. Based on this review, no IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The reported event of frame damage was confirmed based on the evaluation of the provided imagery and returned device. No manufacturing non-conformances were identified during the evaluation. Reviews of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issue with the sheath during device unpacking or preparation. As reported, "while inserting the delivery system with the crimped valve on it into the esheath+, a huge resistance was felt, and the device could not further advance into the sheath. A second time was tried but to no avail. On visual inspection, it was observed that one strut of the valve was bent backward, and the procedure was stopped. The perceived root cause of the event was either a problem with the esheath+"s hemostatic valve or that the loader was not completely advanced into the esheath's hub before pushing the valve further into it." As indicated in the event description, the loader might not have been fully advanced into the esheath hub. The loader is used to facilitate a smooth transition of the crimped valve through the sheath hub. If the loader was not inserted through the sheath properly, the crimped valve can be exposed and interact with the hemostasis valves within the sheath hub resulting in the reported frame damage on the inflow side. Additionally, during the imagery review, it was observed that the patient access vessel presented calcification and tortuosity. Per the training manual, "push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification", "if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system", and "do not over-manipulate the sheath at any time". Additionally, per the IFU and training manual, the loader must be completely inserted into the sheath before delivery system and valve insertion. In this case, available information suggests that patient factors (tortuosity, calcification) and/or procedural factors (device manipulation, incomplete loader advancement) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required .

Event description:
As reported by our edwards affiliates in germany, during a transcatheter aortic valve replacement (tavr) procedure using a 26mm sapien 3 ultra valve, while inserting the delivery system with the crimped valve on it into the esheath+, resistance was felt, and the device could not further advance into the sheath. A second time was tried, but to no avail. On visual inspection, it was observed that one strut of the valve was bent backwards, and the procedure was stopped. The whole system was retrieved as a single unit and a new kit was used. No injury was caused to the patient, as confirmed by fluoroscopy. The procedure was successful, and patient was stable. The perceived root cause of the event was either a problem with the esheath+'s hemostatic valve, or that the loader was not completely advanced into the esheath's hub before pushing the valve further into it. A preliminary examination found that one strut was bent outwards at the outflow side, the valve was slightly canted, and one strut was exposed through the skirt.

Manufacturer narrative:
The investigation is ongoing.